Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise that was oversensed by the device. Programming changes were made. No patient symptoms were reported and the patient would continue to be monitored.